Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in three pieces. The balloon was tightly folded and there was fluid in the inflation lumen. The hub, hyptotube, inner/outer shaft, balloon, markerbands and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, hypotube fractured at 35cm and 85.5cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The device was completely removed with the guide catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The device was completely removed with the guide catheter. No patient complications were reported and the patient's status was stable.